Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that there was an issue with the lead. There was a report that the patient did not feel stimulation. The patient did not fall but diagnostics of impedance was done and some contacts were out of range. The hcp explanted the lead and replaced a new one. The issue was resolved and a surgical intervention occurred. Relevant medical history includes back pain.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 977a260, serial# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead; product ID 97792, lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type accessory; product ID 97792, lot# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type accessory; product ID 97792, lot# unknown, product type accessory; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead. H2. Correction: please note, conclusion codes 11 and 67, method codes 4118 and 4117, and result codes 3221 and 3233 no longer apply to this report. H3. The returned lead (serial # :(B)(6) ) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation of the lead was twisted. The returned lead (serial # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #6 conductor was broken in the distal end of the lead as a result of factors not related to product reliability. Analysis identified that the outer insulation of the lead was twisted. The returned anchor (lot # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified that the wing is torn on the injex anchor. The returned anchor (lot # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified that the wing is torn on the injex anchor. H6: please note, result code 3211 applies to both leads, and result code 3252 applies to both anchors and the lead with an unknown serial number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The serial number for the second lead could not be found. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# unknown, product type: lead; product ID 97792 lot# unknown, product type: accessory; product ID 97792 lot# unknown, product type: accessory; product ID 97792 lot# unknown, product type: accessory; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.